Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was explanted due to dislodgement. A new lead was successfully implanted and no other adverse patient effects were observed.